Manufacturer narrative:
One used unit was received for evaluation. Visual inspection was performed, and the reported issue was confirmed. Functional testing was performed, and the leak was detected. The suspected cause is due to an issue with the raw device material prior to manufacturing. The device is undergoing further investigation. A lot history review was performed, and no trend of similar customer complaint was identified. A device history review for the affected lots and found no nonconformances associated with neither assembly nor molded component lots.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak (passage of eosin) of then device at the rotating level and the tip is split. There was patient involvement and no harm reported.